Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not been wearing the processor for about one year due to health problems and ear infection. An migration of the electrode array has been determined. The device will be explanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information an extrusion of the electrode lead in the auditory canal has occurred, most likely due to the reported chronic ear drainage. In addition migration of the electrode array out of the cochlea was determined by a CT scan. A full insertion was achieved during implantation surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Also, the recipient has a history of health problems and ear infection. This is a final report.

Event description:
The recipient was not wearing the processor for about a year due to health problems and ear infection (chronic ear drainage). Per additional information the chronic ear drainage started in (B)(4) 2016 due to occurrence of a cholesteatoma in the implanted ear. Cholesteatoma was removed in 2016, while preserving the cochlear implant in the cochlea. Ear drainage recurred despite the absence of cholesteatoma recurrence, and the electrode array started to extrude into the canal-wall-down mastoidectomy. Additionally, CT scans confirmed that 3 basal electrodes were found extra-cochlea. The device was explanted completely on (B)(4) 2018.